Event description:
A 49 yr old female who had undergone a rt mastectomy and reconstruction with silicone implant several years ago. Pt had recently noticed a change in the shape of her reconstructed breast and some discomfort. On 10/14, removal of ruptured silicone gel filled implant w/capsulectomy and removal of extravasated silicone was performed. Records searched none found for the initial surgery of placement.